Event description:
Two needles were used during a cryoablation case. This MDR is being submitted for the first of the needles used during the cryoablation procedure. During the active thaw cycle towards the end of the procedure, one of the two needles caused muscle stimulation. The case was completed, with no reported injury to patient. The user is unsure which of the needles caused the muscle stimulation. The needles will be returned to the manufacturer for investigation.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical properties of the needle was found to be within specifications, and the needle operated successfully in ithaw mode with no issues. The reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, and no electrical malfunctions were recorded within the needle batch.

Event description:
This follow up MDR is to document the findings of the manufacturer's investigation of needle 1 used in this complaint. Please see MDR # 9616793-2020-00017 for needle 2 used in this case. No further follow up or investigation is anticipated for this needle.